Event description:
I have the "essure" implanted in me and have had several adverse reaction to it from the beginning. I have had episodes of headaches, pain, blotting, cramps, heavy bleeding, anemic, blood clots, depression, weight gain, and more. (B)(6).